Manufacturer narrative:
(B)(4). Pump passed the displacement and failed self test. Pump unable to vibrate due to broken vibrator black wire. Unit received with no vibrate due to broken black wire at the vibrator motor. Pump received with cracked reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not vibrating. The customer stated that the insulin pump passed self test and vibrate during vibrate test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.